Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said she charged his implant (B)(6) and yesterday the patient went to charge the implant and it won't communicate on the recharger or the programmer. The last time the patient felt stimulation was (B)(6) as well. The patient called back and stated they would like to schedule an appointment to get their ins jump started due to it possibly being overdischarge. The patient also noted that they felt like their ins wasn't operating properly which is why he attempted to check the status of the ins with his equipment and encountered poor communication on both the recharger and patient programmer (pp). Additional information was received from the manufacturer representative (rep) reporting that the patient¿s device was overdischarged. Technical services reviewed how to do a prm (physician recharge mode) and the rep was able to start the process. It was reviewed they should clear the por following the recovery of the overdischarge. The event occurred on (B)(6) 2020. Additional information was reported that the rep was not able to resolve the patient's overdischarge or clear the por. The patient was informed that he may be a candidate for a replacement procedure. The patient rep has not heard back from the patient after multiple attempts for follow up information. No further information was reported.